Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned device confirms the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical device reprocessing staff identified that item (B)(4) (locking screwdriver body) was broken. The "teeth" at the tip of the screwdriver were damaged and the item is no longer functional.